Event description:
2025-mar-04 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they saw message stating the internal battery was low the friday before last, and they then saw their healthcare provider last wednesday, and the healthcare provider put in an order for surgery to take the battery out and put in a new one. Patient said they were waiting for a call back from the doctor's office to schedule the surgery. The patient was concerned that the battery would die and their bladder and bowel don't work without the therapy. Patient mentioned that they catheterize every 3-4 hours because they are so full of water and can't hold it for 5-6 hours. Patient also mentioned that when they get to the toilet they are squirming and they can't sit on the toilet and it won't empty. Patient asked how long they would have until the battery dies completely. Agent reviewed information with the patient. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.